Manufacturer narrative:
Patient¿s weight is unknown. Date of event: date of postoperative pfna blade migration is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. This event required medical/surgical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a patient underwent a surgery on (B)(6) 2018 and was implanted with pfna system. Postoperatively on an unknown date the proximal femoral nail anti-rotation (pfna) blade migrated, due to the blade has not been locked. Revision surgery was performed on (B)(6) 2018. Concomitant device reported: pfna (part # 472.260s, lot # l778086, quantity 1); 4.9mm locking bolt (part # 459.340s, lot # l777546, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history record (DHR) review: part: 04.027.035s; lot: l819726; manufacturing site: bettlach; release to warehouse date: 20. March 2018; expiry date: 01. March 2028; the device history record shows this lot of 39 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Investigation summary: the visual inspection of the pfna blade and the performed function test did not show any abnormalities, the mentioned malfunction could not be reproduced. The pfna blade was received in locked position. The blade can be unlocked and locked without any problems. The blade is functioning as intended. The review of the device history record revealed that this pfna blade was manufactured in march 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no product related issues that would have contributed to the complaint condition (blade migration) and we are not aware of any quality issues for this art/ lot number combination. The applicable risk management document was reviewed and found to adequately address this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.